Event description:
Reported one false positive result. Unknown if the result was confirmed. Confirmation method(s) not provided. Customer also reported an additional 24 false positive results, which are captured in separate reports.

Manufacturer narrative:
Investigation summary: analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Suspected contamination as blanks and known negative patient samples were resulting positive. After the decontamination procedure, qc and known negative patients resulted as expected. Root cause: unable to determine. Source: phone.